Event description:
The initial report concerns a (B)(6) male patient and was received from a user facility via the company distributor on (B)(6) 2015. The patient's medical history was reported as none and concomitant disease was reported as chronic (B)(6). On (B)(6) 2014, the patient received dc bead via tace loaded with epirubicin for the treatment of hepatocellular carcinoma (hcc). On (B)(6) 2014, four days following the procedure the patient experienced intra-abdominal hemorrhage due to hcc rupture. The events caused prolongation of the existing hospitalization. It was reported that the patient had hemostasis and no hemorrhage was confirmed, the patient was recovering from intra-abdominal hemorrhage. The reporting physician stated that the event intra-abdominal hemorrhage was not related to dc bead. The reported physician also stated that the embolization endpoint needed to be determined carefully and that the event maybe caused by stopping the embolization before achieving complete stasis.

Manufacturer narrative:
(B)(4). Dc bead with epirubicin hydrocloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace on (B)(6). Four days later intra-abdominal bleeding due to tumor rupture was noted. A hemostatic procedure was successfully performed, and the patient was recovering from the event, but it did lead to prolonged hospitalization. This event is medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.

Manufacturer narrative:
New information received by the manufacturer on (B)(6) 2015. Indicates "vascular lakes" were seen during procedure. These might have been signs that bleeding occurred during procedure, and that it may have been due to too hard an embolization injection (user error), but it is not possible to know this for certain. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.

Event description:
This report is a follow-up report to a case initially reported to the us FDA. On (B)(6) 2014, the patient received, via tace, dc bead (1.5 vials of 300-500pm) loaded with 75 mg epirubicin (50 mg/vial) for the treatment of hepatocellular carcinoma (hcp) . Dc bead was selectively injected into the tumor-feeding branches of a4. Vascular lakes were observed inside of tumor during tace, however, no additional dc bead was injected. Chemoembolization was completed. On (B)(6) 2014, four days following the procedure the patient experienced intra-abdominal hemorrhage due to hcc rupture: hematologic data showed that anemia got worse (hb 9.1 and hct 26.3). Ast 250, alt 550, t-bil 0.8, and crp 6.0. CT scan was performed, showing tumor rupture and intra-abdominal hemorrhage. The events caused prolongation of the existing hospitalization. It was reported that the patient had hemostasis and no hemorrhage was confirmed, the patient was recovering from intra-abdominal hemorrhage. Further information provided by reported: tumor size (maximum diameter) : 78 mm (hcc was a large hepatic tumor protruding outside of the liver); location of tumor: immediately below the hepatic capsule, tumour raised from surface of the liver: yes, extrahepatic infiltration: no, vascular lake; before tace on (B)(6) 2014: not observed, vascular lake during tace on (B)(6) 2014: observed, treatment for vascular lake: none, the reporting physician stated that the event intra-abdominal hemorrhage was not related to dc bead. The reporting physician also stated that the embolization endpoint needed to be determined carefully and that the event may be caused by stopping the embolization before achieving complete stasis.

Manufacturer narrative:
Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the severity of the event and possible user error. Company root cause analysis assessed that both the tace procedure itself, as well as the patient's concomitant hypertension may have been causal factors in the event. No device malfunction or failure was identified in the course of the investigation and no CAPA actions have been initiated as a result of this complaint.

Event description:
This report is a follow-up report providing confirmation that the physician was experienced in the tace procedure and providing the manufacturer investigation outcome. Follow up information received on the (B)(6) 2015 confirmed that the reporting physician was experienced with the tace procedure and use of dc bead.